Event description:
Patient experienced respiratory arrest during transport back to cicu. The rn noted the word "apnea" on the ventilator display. Rn requested to call code blue and a new oxygen tank. Patient was bagged with room air and stabilized.MFR requested event files spooled from ventilator and evaluated data.